Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A chr review is not possible, as no mfg lot number has been provided by the complainant.

Event description:
Breakage in the bifurcation of hemostar catheter.